Event description:
It was reported that this pacemaker was part of a system revision due to possible infection. Reportedly, the patient underwent contact dermatitis testing. There were no additional adverse patient effects reported. The pacemaker remains in service.